Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine (concentration of 30mg/ml, dose of 10.660mg/day) ketamine (concentration of 225mg/ml, dose of 53.3mg/day) baclofen (concentration of 600mcg/ml, dose of 213.21mcg/day) morphine (concentration 18mg/ml, dose of 6.396mg/day) and sufenta (concentration 3900mcg/ml, dose of 1385.9mcg/day) via an implantable infusion pump for spinal pain. It was reported on (B)(6) 2017 that the patient needed to find a doctor to manage the pump or remove the pump. It was stated the pump went dry due to a move from (B)(6) and from not being able to find a doctor who would accept a patient who was already implanted. No out of box failure was reported, and no medical or therapy problem related to small components was reported. It was reported no doctor in the area would touch the patient. It was stated the low reservoir alarm was set on (B)(6) 2016 and the pump went dry.